Event description:
It was reported that the pulse generator could not be interrogated despite using several different programmers. In (B)(4) 2011 the battery voltage was 2.72 v and the magnet rate 96 ppm. The remaining longevity was 0.5 to one year.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.